Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had display anomaly. The customer¿s blood glucose level was unknown. Customer stated that the top half of the screen was gone and the battery looks very faint and it was blank and the act button and suspend and sensor. There was also a black line that goes across the bottom. The customer was advised to the pump will need to be replaced. The customer was advised to revert to back up plan per healthcare professional instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to confirm blank display and unable to perform any tests due to lcd physical damage. Pump received with cracked battery tube thread, broken reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.